Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that they were scheduling a dye/rotor study. The patient's weight was unknown. If the pump was replaced, it would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-aug-16. It was reported that the patient had her pump filled 10 days ago, and it was supposed to last until (B)(4). It was at a "30 mg level." She stated she was feeling like she was "getting too much medicine based on the numbers that were shared with her at the refill 10 days ago and also from yesterdays emergency room (ER) visit." She noted she was having heart palpitations and anxiety and that these symptoms were new and she didn't have them at implant. She also reported her doctor kept "going up" on the pump dose because they wanted her off oral medications and her doctor wanted to remove the pump "cold turkey" so she doesn't trust him and was scared. She was supposed to follow up with him after being in the ER the previous day but she chose not to and was going back to the ER. The patient was redirected to follow up with a health care professional to resolve her symptoms. No further complications were reported.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving morphine (30 mg/ml, 5.2 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the patient's pump went into motor stall for 6 minutes while at home. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was interrogated while the patient was at the emergency room. The patient was discharged and instructed to go to a physician's office for follow up. No interventions were taken; surgical intervention did not occur, and it was unknown whether it was planned. The patient status was 'alive - no injury.' The issue was resolved. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was switching pain doctors, because her previous hcp was overdosing her on medication. The hcp kept upping the medication in her pump; this issue had been going on for almost 2 months. The patient currently had morphine in her pump, and the dose and concentration was 'astronomical' (from 10 mg to 30). The hcp did not adjust the medication accordingly. The patient did not want dilaudid or fentanyl in her pump. Her new hcps were currently 'detoxing' her down, and she was going through withdrawals, which happened yesterday. Due to her previous hcp giving her too much medication in the pump, she had not been functioning. Prior to the hcp upping her medication, she was doing great, out and moving, and had been happy. The patient had been in the hospital 6 times due to the medication being upped in her pump. When the patient was a "1" or a "2" on a pain scale, the hcp would up her medication by 20%. The patient was born with an autoimmune disease that causes pain. She got the pump to manage the pain, not to be upped on medication. No further complications were reported. Additional information was received from the patient. It was reported that the hcp tripled the dose in one day; it went from 10 to 30 mg in (B)(6) 2018 and made her very sick. The patient had her first appointment tomorrow with a new hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. It was reported that the patient had an EKG a week ago (relative to (B)(6) 2018). On (B)(6) 2018, the patient noticed changes in her symptoms and more pain. It was noted that the weather had changed. On (B)(6) 2018, the critical alarm occurred, and the patient went to the ER. It was noted that the alarm had gone off three times on (B)(6) 2018. It was confirmed that the alarm sound was consistent with pump alarms, but the patient did not know why the pump would alarm again. It was noted that the patient's next refill wasn't until (B)(6) 2018. The patient reportedly called their healthcare provider's (hcp's) office and they didn't have an hcp available.